Event description:
Dealer is stating that the box is intact, but out of box failure, concealed damaged. Frame is bent.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Per technician evaluation, confirmed frame is bent.

Manufacturer narrative:
Per technician evaluation, confirmed frame is bent.